Manufacturer narrative:
The field service engineer found a blocked rinse nozzle of the cuvette rinse station and cleaned it. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for four patient samples with the cobas 6000 c501 module. Sample ID (B)(6): the initial result was 112 umol/l. The repeated result was 38 umol/l. Sample ID (B)(6): the initial result was 390 umol/l. The repeated result was 78 umol/l. Sample ID (B)(6): the initial result was 259 umol/l. The repeated result was 62 umol/l. Sample ID (B)(6): the initial result was 751 umol/l. The repeated result was 56 umol/l. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.